Event description:
It was reported to olympus, during regular inspections at the facility, body fluid-like foreign substances came out from the pipes of the operation part of scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a foreign substance in the forceps channel that appeared to be dried body fluid residue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the obtained information a definitive root cause cannot be identified however it is unknown if the steps in reprocessing have been correctly implemented in line with the instruction manual, and there was no physical damage to the section of the device with the remaining foreign material. The remaining foreign material might have been caused due to delay of the start of pre-cleaning. The customer was advised to follow the instruction manual, "chapter 5, section 5 manual cleaning of endoscopes and accessories" and "chapter 8 storage and disposal". Olympus will continue to monitor the field performance of this device.